Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The temperature indicator on the pouch was not checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled properly according to the instructions for use (IFU). The diameter of the unconstrained stent was 1-2mm larger than the vessel diameter. The sds did not pass through any acute bends. No difficulty was encountered during advancement and no excessive force was used during the procedure. The smart control locking pin was in place during advancement to the lesion and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the device was held flat and straight outside the patient as per the IFU. No unusual force was applied during deployment of the stent. The tantalum markers were reported to have opened symmetrically. No additional information was available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that the stent deployed distally to the intended location in a moderately calcified and tortuous left common iliac artery with an 85% stenosis. An additional unknown stent was used to successfully treat the lesion and complete the procedure successfully. There was no reported patient injury. According to the user deployment technique was per the IFU. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15234676 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician delivered the smart control 10 x 60 stent delivery system to the intended left common iliac artery target lesion via the ipsilateral approach. When the stent was deployed, it was deployed distal to the target lesion. An additional unknown stent was used to successfully treat the lesion and complete the procedure successfully. There was no reported patient injury. The patient was reported to be in stable condition. The left common iliac target lesion was reported to be: moderately calcified and tortuous, and an 85% stenosis.